Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit's monopolar produces small flashes and fire when used. There was no patient injury.